Manufacturer narrative:
The device was not returned to olympus for evaluation. The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem with olympus technical support, the likely cause was isolated to the scopes used in combination with the device referenced in this report. It was recommended to the reporter that the suspect scopes be returned to olympus for evaluation/repair.

Event description:
A user facility reported to olympus that during a case, a "b30" error was generated when using scopes with the olympus, model clv-190. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g2, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned for evaluation; therefore the exact cause of the reported b30 and e216 errors could not be conclusively determined. However, based on the information reported, there was a suspicion of water invasion to the scope. Therefore, it is likely there was no problem with the subject device, and the cause was attributed to the scope. The legal manufacturer will continue to monitor the field performance of this device.